Event description:
It was reported that battery depleted too quickly on pump, but no specific date or timeframe for event was provided. There was no reported impact to customer¿s blood glucose level. Customer declined follow-up from technical support, and technical support was unable to confirm battery depletion concern, so no additional information was received regarding outcome of event.